Manufacturer narrative:
There has been a previous report received, where this malfunction resulted in a serious injury. Therefore, it must be presumed, that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable, per 21 cfr part 803.

Event description:
Patient reports, experiencing pain (level 8), bleeding, inflammation, blisters, sensitivity, discomfort, not fitting. And jaw discomfort, during treatment. The patient, is not satisfied with the outcome. As the teeth did not align, according to treatment plan.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.